Event description:
The surgeon implanted a cq2015 collamer three-piece lens, but the leading haptic tore while being inserted. The lens was cut into pieces to remove with no pt injury. The contact stated it was unk as to why the lens tore.

Manufacturer narrative:
H6:method-86 (other):work order search for the lens and cartridge. Results:a lens work order search was performed and no similar complaints were found within the work order. A cartridge work order search was performed and five similar complaints were found within the lot.